Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an arthroplasty of the left thumb on (B)(6) 2011 and suture was used. When the cast was removed (B)(6) postoperative, the dorsal part of thumb was red and appeared inflamed. At the (B)(6) postoperative visit, the patient had bumps over the incision line and was told by the physician that she was allergic to the sutures. The patient was given a prescription for steroid tape which has not done a thing. The patient was told by the physician that he hopes in time her body will absorb the sutures.